Event description:
A physician reported that following the intraocular lens (iol) implant procedure, the patient struggling with reading and not happy with the speed and near vision. His vision was 6/9 for distance and for near at 40 cm - 20/36. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information has been received that patients near vision was still 18. The surgeon prescribed miotics drops which constrict the pupil helping patient to reach near vision by 10 but not beyond.

Manufacturer narrative:
Additional information provided in b.2. And b.5. The manufacturer internal reference number is: (B)(4).